Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coil procedure, the axium prime coil failed to detach. Repeated detachment attempts (5 times) were made with ID-1-5, but it failed. 2 manual detachment attempts also failed to separate the coil. The pushwire was pushed a little, and the tension was applied, but it still failed. When the device was being retrieved (without any action) it broke inside the aneurysm. It is unknown if the instant detacher was the problem. A second instant detacher was not used. The devices were prepared and used per the instructions for used (IFU). The patient was treated for a right internal carotid-posterior communicating artery, unruptured aneurysm that was saccular. The max diameter was 4 mm and the neck was 4 mm. The blood flow was normal, and the vessel anatomy was moderate in tortuosity.